Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned . No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 39 mg/dl. Troubleshooting was performed, and the insulin pump passed the displacement test. No other alarms noted in the history.